Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 59 mg/dl, 434 mg/dl, and 136 mg/dl within 9 minutes on the mobile system. The customer questioned the low result but self-treated with glucose. He did not wash his hands prior to the tests but said he disinfected with alcohol. No adverse event reported. The alleged product was requested for evaluation.